Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, inner tubing kinked/buckled and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt the lead was moved twice due to inadequate sensing. When the physician attempted to move the lead a third time the helix would not retract easily. When the physician tried to fixate the lead again the helix would not extend. The lead was not implanted and a new lead was used. No patient complications were reported as a result of this event.